Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure.

Event description:
It was reported during a procedure the armada 18 ruptured at 8 atmospheres. Another device was used to complete the procedure successfully. There was no reported clinically significant delay in procedure or adverse patient effects. No additional information was provided.